Manufacturer narrative:
Records indicate that the implant met the specifications and were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be an unsuccessful placement implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors.

Event description:
Complaint reported distortion of hexagon of implant after removal of the implant mount. Implant was removed and a new implant was successfully placed.